Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement in this event.